Manufacturer narrative:
Insulin pump was programmed with correct time and date and monitored. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08735 inches. No time anomalies noted. Insulin pump received with intermittent up arrow button due to flattened dome switches (no crease). No unlocked keypad connector.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 700 mg/dl. The customer¿s current blood glucose level was 162 mg/dl. The customer was treated with intravenous drip. Customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.